Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of redx0993 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter placed in this patient on (B)(6) 2022, was found leaking liquid during maintenance at hospital on (B)(6) 2023. X-ray showed that the catheter was displaced. The catheter was then removed. The patient¿s family said that the product had a quality problem.